Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoid colon resection, when creating anastomosis, at the time of the original procedure, device fired and performed as expected and the donuts were good. A leak test was performed and no leaks were detected. The patient was hospitalized and returned to the emergency room and taken to the operating room for an exploratory laparotomy. Enteric contents found throughout the abdomen and an anastomotic staple line leak along the posterior right colon was found. Anastomosis was taken down. The stump end was closed and colostomy was done. The patient was septic in the intensive care unit and continues to get better.